Manufacturer narrative:
Batch review performed on 26 july 2018: lot 179701: (B)(4) items manufactured and released on 06 march 2018. Expiration date: 2023-02-18. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after about 1 month performed due to signs of infection. The pathogen is unknown. The surgeon performed an I and d and no implants were removed. The patient came in and was washed out on (B)(6). The (B)(6) came in again and had a poly swap.